Event description:
It was reported that a dexcom g7 sensor paired to an insulin pump failed to communicate and during the initial call, the sensor appeared to have failed, and the patient planned to obtain their backup sensor and glucometer. Upon follow-up, the patient reported that the original sensor was functioning and glucose data were available. The patient also confirmed having an additional sensor and glucometer for backup use. Investigation of this case revealed no confirmed ilet device malfunction, and sensor communication resumed through standard use. It was concluded that the event involved a temporary cgm communication issue external to the ilet, with no evidence of device failure or patient injury. The device has not been returned. If it is returned, it will be evaluated and a supplemental report will be filed.